Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading on the adc device and initially consumed a sugar cube and food provided by a third-party; however, the low reading remained on the adc device. Subsequently, a 'lo' (reading<2.2 mmol/l) reading on the adc device was compared to 'hi' (reading>27.8 mmol/l) reading on the built-in precision meter. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The customer did not notice a trend arrow on the device. The length of wear was 3 days. The following day, the customer experienced vomiting and presented to a hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) who obtained an unspecified laboratory result and administered intravenous fluids, ketoacids, and insulin (dose/type unspecified) as treatment for the diagnosis of diabetic ketoacidosis. The customer was hospitalized for 2 days. There was no report of death or permanent impairment associated with this event.